Manufacturer narrative:
The adc device related to this complaint was used for assisting in the monitoring and management of diabetes and was not being used for treatment or diagnosis.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 300 mg/dl compared to readings of 117 mg/dl; respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.